Event description:
The parent of the home pt (hp) suspected that an overfill of solution had occurred as the hp had a bellyache and stomach felt hard during apd therapy using the homechoice cycler. Follow up with the hp's healthcare professional (hcp) reveals that "drain not finished" and "low drain volume" alarms had occurred and 7 bypasses had been performed during the apd therapy. Hcp related that the hp had been manually drained, however, the volume of fluid drained is unknown. According to the hcp, there was no pt injury or medical intervention.